Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the problem occurring before implanting the device, using the transmitter during the incident, implanting the device at an off-label location, implanting the device too close to the targeted nerve, migration, and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential cause. However, the patient has a preexisting cardiac history and has had two previous heart attacks. Additionally, the patient held their plavix medication even though the office did not tell them to do so. The stimulator is used to treat pain. The cause of the reported issue is contributed to two identified root causes as follows: -the patient is a poor candidate due to health, weight, age, or mental capacity as they have a history of heart attacks (user error - clinician). -patient non-compliance as the patient held their plavix medication (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient had a heart attack on the or table after the trial procedure was complete. The patient was given nitroglycerin, was monitored, and an ambulance was called due to continued chest pain, left arm pain, and nausea. The patient was kept over night in the hospital and a cardiac catheterization was done. They are using the device, getting great relief in their knee, and are doing well and are at home. The patient is planning to move forward with a permanent implant procedure after getting significant relief of knee pain during trial. They will follow up with their cardiologist to get clearance before the permanent implant procedure.